Event description:
It was reported that the patient is in complete heart block and that the device senses noise on the atrial lead and goes into noise reversion mode, which inhibits pacing. The lead remains in use and no patient complications have been reported.

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted.